Manufacturer narrative:
Test strip lot # 1020214204, expiration date: 07/2016, control solution lot# 1030713254, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used a quality control check to make sure that your blood glucose monitor and the nova max glucose and the nova max glucose test strips aer working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
The consumer called into customer support to report her concern about different readings she got with her nova max link meter. It was reported to nova biomedical that a consumer received a result of "lo" (less than 20 mg/dl) on her blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 151 mg/dl. A control solution test was performed while troubleshooting with the consumer showing the test strips to fall in range. The consumer performed back to back blood glucose results which were within range.